Manufacturer narrative:
The initial MDR was filed on september 25, 2017. Additional information (09/26/2017): the customer stated that the result was transferred from the dimension exl with lm instrument to the laboratory information system (lis) and was accepted negative by the operator. It is unknown if any errors had occurred with the dimension exl result as the instrument data is unavailable. A siemens headquarters support center specialist reviewed the information and stated that the result being transferred to the lis and passed along demonstrates that the lis may have stripped the error message transferred from the dimension exl with lm instrument along with numbers in the result stream. The customer should have the lis programming updated to read the error codes transmitted from the dimension exl with lm instrument.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event data. The hsc specialist stated that a negative hcg value is not reportable and should be repeated. When the results are high a negative result with an absorbance code or some other flag will print off on the instrument. If the customer's laboratory information system (lis) allows a flagged result to transmit without an error from the analyzer to the lis, then the customer should have the lis vendor detect the error transmission to correct this situation. Additionally, if no reagent is ready to use, it will leave a flagged result such as in this case without an auto dilution. The hsc specialist concluded that the cause of the issue may have been due to the reporting of a flagged discordant result. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. A different sample (sample ID (B)(6)) was run on (B)(6) 2017 and no result was obtained as the sample was missed by data entry and hcg was not processed. On (B)(6) 2017, the customer obtained a new sample draw (sample ID (B)(6)) and ran it on a dimension exl instrument, which yielded a negative numerical value. However, the customer reported this result as <2 iu/l to the physician(s). On (B)(6) 2017, the customer obtained a second sample draw (sample ID (B)(6)) from the patient and ran it on an advia centaur xp instrument, which resulted higher. The corrected result was reported to the physician(s). The physician(s) questioned the result obtained on the dimension exl with lm instrument as the patient was pregnant. The customer repeated the original sample (sample ID (B)(6)) on the advia centaur xp instrument, also resulting higher. This result was also reported as the corrected result to the physician(s). Both the results from the advia centaur xp instrument are considered correct for the time interval they have been obtained and match the clinical picture of the patient for that time interval. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.